Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 . The complaint of under infusing was not be found in the event log nor during testing as the device passed within the specification of published +/-6% delivery. Due to the second time in for complaint the expulsor was replaced. The overall condition of the pump was in good physical shape. Device passed all delivery and functional testing. Updated h 6 - no patient involvement.

Event description:
Investigation completed and summary in h 10.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was noted to be under infusing. It was also reported that the customer changed the sets to see if the issue could be resolved but was unsuccessful. No adverse effects were reported.